Event description:
It was reported that during a visceral (laparoscopic colectomy) procedure, there were dropping clips. A clip fell from the device in the open position. A clip is positioned obliquely. They sought and found the clip in the stomach. There was a loss of time of fifteen minutes. The clamp was changed with a clamp of another brand. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected nine clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.